Manufacturer narrative:
The customer declined to provide any blood sample information, and the customer also declined to allow immucor technical support access to use a remote electronic connection method to assess the testing instrument in question. The customer stated that technologist error, with handling the reagent vials, may have been the cause of the carryover event.

Event description:
On (B)(6)2017, it was subsequently determined that a (B)(6) customer rh (d) mistype event was reportable, which was tested on a galileo neo on (B)(6)2017.